Event description:
It was reported to boston scientific corporation that a wallflex fully covered rx biliary stent was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the stent failed to deploy. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of inner shaft or sheath detached or separated. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf a0501 device code captures the reportable event of inner shaft or sheath detachment of device or device component based on the investigation results. Block h11: a wallflex biliary fully covered stent system were received for analysis. Visual inspection found the stent fully covered and undeployed. Functional testing was performed by actuating the delivery system, which revealed resistance and the stent did not deploy. After an attempt to manually deploy the stent, the inner sheath was found broken and kinked. No other problems were noted with the stent. Product analysis confirmed the reported event of stent failure to deploy. In addition, the observed inner sheath break and kink was most likely due to procedural factors such as lesion characteristics, handling of the device, and technique used by the physician (force applied). Based on all available information, the most probable root cause selected is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.